Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It as reported that the biomed had an arctic sun device that trips the breaker on the wall outlet every time the chiller goes to turn on. The device would be coming in for assessment. As per follow up information received on 13jun22, there was no patient involvement. As per sample evaluation results received on 20jul22, it was found that during decontamination, the arctic sun device was primed to fill. It was stated that the device was tripping breakers. It was also stated that the device did not cool. It was noted that chiller pump was noisy. It was also noted that all three pumps were working. As per sample evaluation results received on 01dec22, the tank tube swelling with heat over time as this is not a part of the preventive maintenance procedure.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the biomed had an arctic sun device that trips the breaker on the wall outlet every time the chiller goes to turn on. The device would be coming in for assessment. As per follow up information received on 13jun2022, there was no patient involvement. As per sample evaluation results received on 20jul2022, it was found that during decontamination, the arctic sun device was primed to fill. It was stated that the device was tripping breakers. It was also stated that the device did not cool. It was noted that chiller pump was noisy. It was also noted that all three pumps were working. As per sample evaluation results received on 01dec2022, the tank tube swelling with heat over time as this is not a part of the preventive maintenance procedure. Per sample evaluation results received on 23mar2022, it was stated that the 1/2 l shape formed tube was also reported to be expanded.